Manufacturer narrative:
It was determined this device did not cause or contribute to a serious injury and has not been identified as a reportable malfunction. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a serious injury and has not been identified as a reportable malfunction. Please void this submission.

Manufacturer narrative:
(B)(4). Device product code: phx. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04976.

Event description:
It was reported that the patient underwent a right should arthroplasty. Subsequently, the patient plans to be revised due to the loosening of the stem due to patient activities. No additional patient consequences were reported.